Manufacturer narrative:
(B)(4);as no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that during the implant of this device and right atrial (ra) lead noise was seen on the ra lead after the right ventricular (rv) lead was inserted into the device header. The ra lead terminal pin was removed from the device header and reseated in the header with no further noise noted. The device remains in service. There were no adverse patient effects reported.